Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the ok keypad button was intermittently responsive and required excessive force to activate a response. Evaluation revealed that the keypad rubber was intact. There was evidence of keypad contamination found under all key contacts. Evaluation also revealed that the audio bolus button was torn.

Event description:
The distributor reported that the ok button did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.